Event description:
It was reported that during a percutaneous peripheral intervention procedure, a balloon rupture occurred. The lesion being treated was located in the right posterior tibial artery. The same lesion on the patient was treated three months ago. Vascular access was gained via the femoral artery with a non bsc 6f 25cm sheath. Then a non bsc guide wire was inserted and failed to cross the lesion. The guide wire was replaced with a non bsc guide wire which crossed the lesion. The coyote es 2mm x 20mm x 142cm was advanced to the lesion. Initial inflation of the balloon was 6 atms, second inflation was 8 atms and the balloon ruptured on the third inflation at 8 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.